Manufacturer narrative:
(B)(4). Source: (B)(6). Multiple reports were submitted along with this report 0001825034-2021-01749. 0001825034-2021-01751. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that there was debris in the sterile package. There was no patient involvement. No adverse events have been reported as a result of the malfunction and additional information on the reported event is unavailable.

Manufacturer narrative:
Complaint sample was returned and evaluated against the reported event. Evaluation found damage to the sterile packaging and debris inside the sterile packaging which is consistent with the appearance of porous coating and foam debris from the foam insert. Sterility has not been compromised. DHR was reviewed and no discrepancies were found. The likely condition when the products left zimmer biomet is conforming to specification. The root cause is likely due to transit damage. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.